Manufacturer narrative:
This product is not marketed in the us. Returned product evaluation found one part of torn lens with haptic was returned. The other part of the lens and injector were not returned. Unexpected strong stress was imposed on the lens and should have torn. Conclusion: there were no similar events reported on the lot. It is more likely that this lens torn was caused by user's mis-handling. Either confirmation/waiting point was incorrect; left too long at the confirmation/waiting point; used viscoelastic material was too less or even though the folded iol did not show correct figure but forced to inject may cause lens crack. (B)(4).

Event description:
The reporter indicated that when the surgeon was injecting a ks-3ai aq310ai, 24.0 diopter, preloaded injector, the lens was found broken. The part of the broken fragment was already in the capsule so the surgeon had to remove it. During removal of the fragment, there was a capsule tear and a vitreous surgery had to be performed. The surgery was completed after fixing another iol at out of capsule bag. The patient had good bvca and has no issue now. There was no enlargement of the incision and suture was used.